Event description:
It was reported that the instrument broke during the procedure. The tip remained in the implanted plug without possibility of removal. Patient outcome: no adverse effect reported as a result of this event.